Event description:
As reported (B)(6) 2015, a patient of unknown gender and age presented for an endovenous laser procedure. During withdrawal of the fiber and tre-sheath as one unit, it was noted the gold tip had fractured off inside of the tre-sheath. The gold tip remained lodged inside of the tre-sheath during withdrawal. There was no harm or injury to the patient due to this event. It was reported the disposable device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
The reported defective device has been returned to the manufacture and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Complaint # (B)(4).